Event description:
It was stated that ¿patient (kn) maintaining a continuous prostacyclin infusion using the cadd solis/cassette, attempted to prime infusion line unattached ¿ as fluid advanced along the line, as it reached the in-line micron filter an occlusion alert ¿red screen flashing ¿ occlusion alarm¿ came up, attempts to re-prime were met with same and then blue strip on top of screen downstream occlusion cleared¿. The problem was fixed by changing the cassette.

Manufacturer narrative:
(B)(6) a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. Complaint for the failure mode ""a0350 - occluded/blockage"" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Six units were received for evaluation in used condition. As received all six set were observed to have tears in the filter. A singular tear was observed at the air outlet of each filter. Functional testing was performed, and leakage was observed from the tear observed on the filters of all six sets, resulting in the inability to prime any of the sets.the customer reported issue was not confirmed. During investigation a tear that led to leakage at the air outlet portion of the filter was confirmed. The probable cause of the tear is unknown.